Manufacturer narrative:
Philips service replaced the geometry control module and calibrated the table. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that emergency stop activated without user input; power supply issues identified on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.